Manufacturer narrative:
E1: initial reporter phone: (B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported via attached medwatch mw5167779 that the patient developed hemoptysis. The target lesion was located in the right pulmonary artery. A v-18 control wire guidewire was selected for use. During the procedure, the physician was unable to locate an appropriately sized vessel on the left side, so the physician navigated the non-boston scientific (non-bsc) catheter to the right side. An appropriate vessel was located in the right pulmonary artery, but the patient developed hemoptysis. The procedure was abandoned in order to identify the cause and resolve the hemoptysis. The patient was then intubated and put on extracorporeal membrane oxygenation (ECMO) and bronchoscopy with inter bronchial injection of epinephrine to stop the hemoptysis. Fluoroscopy and bronchoscopy were performed, and it was noted that the cause of the hemoptysis was trauma to pulmonary artery due to the catheter or wire in the right middle lobe. The patient was stable the day after the procedure and were discharged later in the week.